Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient on (B)(6) 2017 via vp-shunt (setting is unknown). On (B)(6) 2017, the surgeon checked the size of ventricular under x-ray, and confirmed obstruction at proximal catheter. The revision surgery was performed on (B)(6) 2017 with new reservoir. The patient has a sah, (B)(6), and initial is (B)(6). The surgeon commented that the patient¿s csf condition was not good. The patient¿s condition is getting better. No further information is provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was not visible due to biological debris. The valve was visually inspected: biological debris was noted inside the valve mechanism and needle chamber, as well as needle holes in the needle chamber. The valve was hydrated. The valve could not be tested for programming. Due to the biological debris. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheter was irrigated, some biological debris was flushed then the catheter became blocked. The valve was reflux tested, the valve failed the test. The valve was dried. The valve could not be pressure tested, due to the biological debris. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found impacted around the valve mechanism. Review of the history device records confirmed the valve product code 82-8800, with lot 103957, conformed to the specifications when released to stock on the 4th november 2016. The root cause of the problem found during investigation is due to the biological debris found impacted around the valve mechanism. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.